Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during inspection at the user facility that the delrin ball of the device was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during inspection at the user facility that the delrin ball of the device was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.